Event description:
Same case as: 6000093-2007-01826. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the mildly calcified, tortuous proximal right coronary artery (rca). The lesion was predilated with a 3.0 x 12 mm balloon at nominal and a 4.0 x 12 mm balloon also at nominal (balloon manufacturers are unk). Multiple attempts were made to place the 3.00 x 16 mm taxus express2 drug eluting stent, but the stent would not cross the lesion. The stent delivery system would not pull back into the non-bcs guide catheter. The physician removed the guide catheter and the stent delivery system. Another non-bsc guide catheter and a 3.50 x 16 mm taxus express2 drug eluting stent was used. The stent would not cross the lesion and would not come back into the guide catheter. The physician again removed the guide catheter and the stent delivery system. A large spiral dissection occurred in the proximal rca, and the patient went to surgery. The procedure was not completed due to this event. No additional patient complications were reported. Patient status reported as "fine".